Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2026, the patient was initially admitted to the hospital due to an unspecified infection, which initially appeared to be resolving. On (B)(6) 2026, the patient had complained of severe upper abdominal pain and a gastric ulcer was diagnosed. The patient also experienced abdominal wound dehiscence. On an unknown date, the patient was admitted to the intensive care unit for 6 weeks due to a gastric ulcer which had ruptured and subsequently underwent 3 additional surgeries; the first surgery occurred on (B)(6) 2026. The patient's spouse reported that the patient was in poor condition, remained on mechanical ventilation and was treated with extensive antibiotic treatment with piperacillin, tazobactam, levofloxacin, ceftaroline, linezolid, and meropenem during the 6-week stay in intensive care. On an unknown date, the patient was brought home by the spouse who requested no hospice and palliative care. On (B)(6) 2026, the patient died at home. The cause of death was unknown and an autopsy was not performed. It was reported that the duodopa tubing remained implanted and was not removed after the patient was diagnosed with the gastric ulcer. The cause of the unspecified infection and the wound dehiscence was not reported. The causality between the duodopa tubing and the event of gastric ulcer was unknown.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a peg tube / j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.